Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had constant tone and none of the buttons were responding. Customer's blood glucose was 47 mg/dl. Customer was advised the device needed to be replaced and agreed to return it for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarms with audio tones and pump error 35 noted in download history file due to moisture damage on the force sensor. Corrosion was found on all electronic assemblies and moisture damage on the motor assembly also, corroded keypad flex traces noted during our visual inspection. No constant tones noted. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify all buttons keypad unresponsive due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.